Event description:
It was reported that the patient presented to the emergency room after falling and feeling symptomatic. A chest x-ray revealed that the lead was fractured. The lead exhibited loss of capture and had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Only a partial lead body cut at 17.5 cm from the connector pin was returned.